Manufacturer narrative:
No button error alarm or battery out of limit anomaly noted. However intermittent button/keypad due to moisture damage on button/keypad trace.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The insulin pump also alarmed battery out limit and the buttons were unresponsive. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.